Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of patient controller not connecting to the ipg was not confirmed. The root cause was not ascertained. The device exhibited normal functionality during analysis which included bluetooth ble communication with a clinician programmer. A review of the returned ipg logs suggested a session was successful on the observation date. There were many magnet applications on the observation date applied within a short period of time which caused multiple ble resets. The device was subjected to functional testing on the automated test equipment (ate); it was noted a bal-seal spring was damaged resulting in an incomplete test of the ipg. This is not related to the reported event. The pre-test steps passed which included the bluetooth ble test step indicating successful communication with the returned device.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that ipg became unable to communicate with programmers. As a result, surgical intervention may be undertaken to address the issue.